Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : b5. A getinge field service engineer was dispatched to evaluate the unit. Cardiosave unit screen colour change after swtitching on. Fse checked and reset all the connection of screen which resolved the problem. Unit has passed all functional and safety tests.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had screen issue. There was no patient involvement

Manufacturer narrative:
Other contact person name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check, that cardiosave intra-aortic balloon pump (iabp) had display issue. There were no patient involved.